Event description:
It was reported that the patient underwent a gynecological procedure in 2006 and mesh was used. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and a sling was implanted. The patient underwent a revision/removal surgery on (B)(6) 2010 due to erosion - 2 mm exposed mesh left of urethra. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced erosion, infection, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent revision of exposed mesh on (B)(6) 2010 for recurrent incontinence, mesh exposure and retention. It was reported that patient underwent mesh revision and removal on (B)(6) 2012 due to stress urinary incontinence and exposed mesh into vagina. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with cystoscopy; due to stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.